Event description:
In 2002, a secretary for dr reported an incident to cytyc's technical suport (ts) department that was reported to her by an office mgr at a facility. Reporter claimed that office mgr had called and reported an incident where preservcyt solution containing a pt's cervical sample had been accidentally splashed into an employee's eyes at their facility. The employee involved whose name is unknown at this time is a medical assistant working in the cytology department for the medical office. Ts contacted the office mgr explained that the employee had rinsed their eyes for 15 to 25 minutes as suggested in the material safety data sheet (msds) for preservcyt solution. Office mgr had the employee go to the ER due to minor eye irritation. After further rinsing of the eye the ER doctor determine that no further medcial attention would be required. Office mgr also informed ts that the medical assistant has not experienced any lingering adverse effect as a result of this incident. There have been no further reports regarding the incident received by cytyc in the 24 since ts last spoke with the office mgr. If cytyc obtains add'l info it will be forwarded to the FDA via a supplemental report.